Event description:
During surgery, the thermacor 1200 disposable cassette was leaking out of the right bottom corner of the cassette. The thermacor pump was replaced with a second pump (with a new cassette). No issues were noted with usage with the second unit or second cassette. Lot information for the cassette was unavailable; the leaking cassette was discarded.

Manufacturer narrative:
The cassette was not returned for evaluation; however, our records indicate that only two lots of cassettes have ben shipped to ucla. Cassettes from both lots were tested at smisson-cartledge biomedical, and no issues were noted with the cassettes. Ucla could not provide the lot number of the cassette due to it being discarded.